Event description:
Boston scientific received information that the patient with this pacemaker system had a surgical procedure done, and during that time high rate pacing was noted at 120 ppm. Minute ventilation feature of the rate response was programmed on. When the field representative arrived to check the device the fast pacing was no longer occurring. The duration of the high rate pacing was unknown and how it stopped was also not available to the field representative. The issue was discussed with boston scientific technical services (ts) and potential reasons for high rate pacing were reviewed. The pacemaker evaluation was normal per programming. There were no adverse patient effects and the patient was being sent home.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.